Event description:
During an initial implant procedure, the bluetooth (ble) telemetry connection was lost. It was unable to be reconnected following the procedure. The patient returned to clinic and the ble telemetry connected; however, was lost and reconnected multiple times to complete a successful interrogation. The patient was stable and will continue being monitored.

Manufacturer narrative:
The reported event of ble being unavailable was confirmed. The first implant session experienced connectivity issues due to signal attenuation. During the second session, an error condition was encountered. However, the root cause of the error message was unable to be determined with the information provided.